Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's left ventricular (lv) lead exhibited loss of capture. There were no programming changes made. No patient consequences reported.